Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Further evaluation of the device confirmed the pusher assembly kink and revealed a fracture near the kinked location. This damage was likely due to forceful advancement against resistance during the procedure. Due to the fracture on the pusher assembly, the device was unable to be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist was unable to advance a ruby coil lp from the starting position within the introducer sheath and, inadvertently kinked the pusher assembly of the ruby coil lp. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.